Event description:
Bottom 1-3/4" of needle broke off and remains in pt. Offer to see ortho doctor was rejected by pt and went home. Additionally, the pt had returned to the ER in 2004, due to issue related to biopsy needle, however the hospital refused to provide further details.